Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting found that fuse f14 of the main power distribution unit (mpdu) was blown. The fse replaced the blown fuse. After the fuse replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.